Manufacturer narrative:
Investigation findings: the customer returned several bur guards for evaluation since the one associated with a burn to the patient's lip could not be identified. An eval of this bur guard was found bearing damage. In addition, rust-like deposits were noted in the assembly indicating possible immersion. The customer has been provided add'l education on the use and care of this product.

Event description:
It was reported that during use of a bur guard in oral surgery, the pt received a bur to the lip. The affected area was treated with antibiotic ointment and reported to be healing well without further treatment.